Event description:
It was reported that pump touchscreen was cracked, unreadable, and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device return, and distributor coordinated replacement pump, with no additional information received regarding further actions or outcome of the event.